Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the h10 section. The device manufacture date should be: 07/17/2018 ~ 07/19/2018. In the initial report it was reported that the device manufacture date was 07/17/2018 ~ 07/20/2018.

Manufacturer narrative:
Expiration date - june/2023. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name - unknown. Establishments address - unknown. Phone number - unknown. Health professional: unknown. Occupation - unknown. Device manufacture date - 7/17/2018 ~ 07/20/2018. (B)(4). The actual device was not returned to the manufacturing facility for evaluation. Five retention samples of the same lot were visually checked. As a result, no rust, scratch, bend or inaccurate dimension of cannula to potentially attribute the reported damages, were observed. The manufacture inspection record check was traced back and reviewed. No irregular finding which could have attributed the needle being snapped off by scratch or bend was noted, during our process. Furthermore, random inspection of the product is periodically performed to closely check physical condition. No irregularity to attribute the reported event, including needle damage, scratch or bend were noted in the record. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not change the angle of the pen after penetrating the skin in order to avoid breaking of the needle.", and "in case the needle broke off and remains in the body, please contact immediately a doctor." With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that an injection was given to a (B)(6) year old child by his parents. When they removed the injection pen, it was found that the needle was missing. The patient was taken to the hospital immediately. The patient was checked with b-ultra sonography and x line, and nothing was found. On (B)(6) 2019 the broken needle was found in the abdomen by CT examination in the hospital. The broken needle was removed by surgery about two days later. It was reported that there was no health hazards involved.